Event description:
Follow up information received identified the patient's scs ipg was in a none-bondable state and could not be paired with a clinician or patient programmer. Subsequently, the patient's scs ipg was replaced and the patient's stimulation therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was no longer able to communicate with external devices following an unrelated procedure. Troubleshooting was unable to provide resolution. Surgical intervention could be pending to address this issue.